Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified or reproduced during testing. Evaluation observed no issues upon performing flow accuracy tests at 40ml/hr with a volume to be infused (vtbi) of 40ml and 125ml/hr with a vtbi of 125ml. The volumetric output deviated from the expected outcome by -3.725% and -3.904% respectively which falls within the plus or minus 5% margin. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a low delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.